Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: iOS / iOS_iPhone 13 Pro Max / Unknown / iOS 26.1.

Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from Tandem Technical Support regarding the issue, therefore no additional information was obtained.